Event description:
No patient injury was reported.

Manufacturer narrative:
Additional event information received indicating no patient involvement. This MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(6). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device all intact. Functional testing found error code 41171 during testing. The root cause of the reported issue was found to be the software issue. Actions were taken to mitigate the reported issue: the software was reloaded.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 41171. No adverse effects were reported.